Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient called, stating that she could not void. No diagnostics or troubleshooting were performed at the time. The patient was advised to call their urology office or go to the hospital so she could be evaluated. It was unknown whether the issue was resolved at the time of the report. The manufacturing representative stated that they would follow up with more information once they are brought up to speed on where she had gone and who she has seen regarding the issue. The patient status at the time was reported as alive - no injury. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and hcp. The rep stated that with the shelter in place this patient hasn¿t come up to see the doctor. The hcp (healthcare professional) spoke with patient in the end of (B)(6) via phone. Everything was working fine with no issues now. Patient will be seeing hcp in (B)(6) to follow up and ensure implant is working well with no issues. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep stated that the patient lives an hour away and has not been up to see the implanting physician. She is able to void and was fine. Doctor was supposed to see her in the next few weeks but with the corona virus, the rep was unsure if she will keep that appointment. The rep will look for an update by 4/15.